Event description:
It was reported that the patient with urinary incontinence underwent an artificial urinary sphincter (aus) surgery due to migration of the pump, since the patient could feel the component when he sit down. The pump was repositioned and the cuff was replaced with a smaller one. There were no patient complications.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to migration of the pump, since the patient could feel the component when he sit down. The pump was repositioned and the cuff was replaced with a smaller one. There were no patient complications.